Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. The patient was first checked in the ER then the dislodgement was confirmed by an x-ray. A revision procedure was preformed to extract the dislodged lead and implant a new one. No additional adverse patient effects were reported.